Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record it was observed that the device had registered a heavily distorted ECG signal. Twice the device had registered "leads off". The hard paddles assembly that was used during the event was evaluated and it was found that the charge button was damaged. The shock buttons were fully functional. The device's therapy connector was extensively checked with no discrepancies being observed. The connector from the hard paddles assembly had no discrepancies either. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. (B)(4).

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers would not recognize the defibrillation paddles/electrodes being connected. The hospital crew unplugged and reinserted the hard paddles connector but the device would not recognize the connected paddles/electrodes. A back-up device was used to resuscitate the patient.